Event description:
While using the boston scientific ultrasound probe, metal shavings were noted in the operative field. The probe was replaced and additional shavings were noted with the second probe. Operative site irrigated and suctioned repeatedly to clear the shavings; no shavings visible in field at the end of the case. No known harm to patient. Rep was present during case and observed as we have experienced two similar issues. Both probes were from same lot number and had same reference number.